Event description:
It was reported that the patient experienced a failure of home antibiotics for a driveline infection for incision and washout on (B)(6) 2023. The wound cultures grew pseudomonas. The patient was discharged home on (B)(6) 2023 on intravenous ceftazidime 2 g every 12 hours for 6 weeks. They were then admitted for worsening bloody and seropurulent discharge soaking his dressing around the driveline and draining out, associated with sharp abdominal pain around the driveline site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.